Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID neu_unknown_ext serial# unknown: product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that further surgery was scheduled to replace the extension on (B)(6) 2023.

Event description:
It was reported that there were new high impedances at the time of implantable neurostimulator (ins) replacement. There was ins depletion and replacement. The first ins showed abnormal impedances on (B)(6) 2023. The second ins was implanted, still abnormal impedances. This event resulted in in-patient hospitalization or prolongation of existing hospitalization. This event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. Impedances were checked in the operating room (or), there was high resistance left stn. The patient had poor tremor control in their right hand. Additional information was received clarifying that the component of the patient's system that was causing the impedance issue was determined to be the neurostimulator. The first, second and third neurostimulator explant was due to normal battery depletion. Actions taken to resolve the impedance issue was reprogramming, and other surgical intervention that took place on (B)(6) 2023. The issue is ongoing and no additional actions are planned. Additional information was received updating the event type and descriptions from "ipg depletion and replacement/activa pc" to "poor tremor control right hand." Outcome was updated from ongoing to resolved without sequelae on (B)(6) 2023. Date of intervention updated from on (B)(6) 2023. Additional information was received clarifying that the patient reported ¿neurostimulator new high impedance at time of ipg replacement¿ when ins was being implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b35200 serial# (B)(6) implanted: (B)(6) 2023 product type implantable neurostimulator product ID 37085-95 serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2023 product type extension product ID 37085-95 serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2023 product type extension product ID 3389s-40 lot# v798530 implanted: (B)(6) 2011 explanted: (B)(6) 2023 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating the actions taken are unknown and it is unknown if the lead contributed to the high impedances.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40, lot# v798530, implanted: (B)(6) 2011, explanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b35200 serial# (B)(6): product type implantable neurostimulator product ID 37085-95 serial# (B)(6) implanted: (B)(6) 2011. Explanted: (B)(6) 2023. Product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device information reiv.

Event description:
Additional information was received reporting that there was a malfunction/fracture of the implanted head lead (in brain). It was also clarified that two dbs neurostimulator was implanted on (B)(6) 2023 but only 1 left in.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: b35200; serial#: (B)(6); implanted: (B)(6) 2023; product type: implantable neurostimulator. Product ID: 37085-95; serial#: (B)(6); implanted: (B)(6) 2011; explanted: (B)(6) 2023; product type: extension. Product ID: neu_unknown_lead; serial#: unknown; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b35200 lot# serial# (B)(6) , implanted:(B)(6) 2023, explanted: product type implantable neurosti mulator product ID 37085-95 lot# serial# (B)(6) , implanted: (B)(6) 2011, explanted: (B)(6) 2023, product type extension product ID 3389s-40 lot# v798530 serial# implanted: (B)(6) 2011, explanted: (B)(6) 2023, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was malfunction/fracture of implanted head lead left brain. The top broke off. The patient's clinical diagnosis was parkinson's disease, advance with dyskinesia and fluctuating off periods. The lead was explanted on (B)(6) 2023. The event resulted in in-patient hospitalization, prolongation of existing hospitalization. Etiology was causal to the device/therapy, not related to the implant procedure. First surgery: found abnormal impedances in left when plugging in new ipg. Second surgery: extension replaced but problem remained. Third surgery the left stn primary head lead was replaced because the distal tip of original one implanted broke off at attempt to connect to it during surgery. Event resolved without sequelae (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID: b35200, serial# (B)(6), implanted: (B)(6) 2023, product type: implantable neurostimulator. Product ID: 37085-95, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2023, product type: extension. Product ID: 37085-95, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2023, product type: extension. Product ID: 3389s-40, lot# v798530, implanted: (B)(6) 2011, explanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the patient experienced fluctuating off periods, moderate bilateral hand tremors, poor delayed blink, hollow speech, shuffling gait postural instability and bradykinesia.